Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
The customer is complaining about the helium tanks on the cardiosave intra-aortic balloon pump (iabp), and also that getinge service has addressed this several times and claims that there is no issue. A getinge representative visited the site and the personnel at the facility advised that they had two empty helium tanks on a desk that they claimed were full a few weeks ago and had to change them again very recently. The customer started turning the tanks off when not in use and turning it on the next time it was used, the facility personnel stated that the tank would be empty or very low. The company representative asked them to document with a dated picture of the screen the next time they changed a tank and then again when they are claiming that it is low. The getinge representative looked at both of their iabp's to ensure the helium was installed properly (which they were). However, when checking one of the tanks, the company representative accidentally opened the tank and it leaked. It is unknown if there was patient involvement when the customer experienced the leaks; however, no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit by testing the cardiosave cart and console as per the leak procedure in the cardiosave service manual. Testing passed to factory specifications and the stm was unable to duplicate the reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the initial reporter (e1) should read (B)(6).

Event description:
The customer is complaining about the helium tanks on the cardiosave intra-aortic balloon pump (iabp), and also that getinge service has addressed this several times and claims that there is no issue. A getinge representative visited the site and the personnel at the facility advised that they had two empty helium tanks on a desk that they claimed were full a few weeks ago and had to change them again very recently. The customer started turning the tanks off when not in use and turning it on the next time it was used, the facility personnel stated that the tank would be empty or very low. The company representative asked them to document with a dated picture of the screen the next time they changed a tank and then again when they are claiming that it is low. The getinge representative looked at both of their iabp's to ensure the helium was installed properly (which they were). However, when checking one of the tanks, the company representative accidentally opened the tank and it leaked. There was no patient involvement, and no adverse event reported.